Event description:
The patient reported the infusion pump ran dry for 38days and was recently refilled. The patient believes he is experiencing withdrawal symptoms. Additional has been requested from the health care provider and a follow up report will be sent if new information is received.